Event description:
It was reported that bd insyte needle pierced the catheter. The following information was provided by the initial reporter, translated from spanish to english: puncture was performed to cannulate the venous access, puncture was performed, but the catheter did not advance, despite being inside the vein, it was decided to remove it and it was observed that the catheter was broken at the tip (flowered at the tip). The catheter is changed. The sample was not available for analysis, it was discarded due to contamination.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
A device history record review was completed for provided material number 38831214 and lot number 3146641. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was received for evaluation by our quality team. Through examination of the picture, the needle was observed through the catheter component. It is possible that this incident resulted from the assembly of the product during manufacture and due to a failure in the vision system which allowed the faulty catheter to pass inspections. A corrective and preventive action plan has been initiated for this type of defect in order to further investigate and prevent any reoccurrence.

Event description:
No additional information.